Event description:
It was reported that the patient had poor drainage through the urinary catheter after surgery. After consultation with the urology department, the urinary catheter was removed and the balloon was found to be ruptured, so the urinary catheter was replaced.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the product had caused the reported failure. However, the potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. A potential root cause for this failure mode could be due to thin sac that may lead to burst balloon. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: sterile unless package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon burst. Do not aspirate urine through the drainage funnel wall. Single patient use only. Do not reuse and resterilize. For urological use only. Use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Correction: d. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had poor drainage through the urinary catheter after surgery. After consultation with the urology department, the urinary catheter was removed and the balloon was found to be ruptured, so the urinary catheter was replaced.